Event description:
It was reported that the pump had ''come out of the pocket'' and was exposed out of the patient's skin. The patient was admitted to the hospital and the pump was to be removed. The patient was reported to be ''good'' and was to be ''covered'' with oral baclofen. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received corrected that the pump was used to deliver unknown baclofen.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Manufacturer narrative:
(B)(4).